Manufacturer narrative:
No device malfunction was reported and the device is still in-situ, no radiographs or images provided so the complaint could not be confirmed. Review of the reported event identified the patient was experiencing mild dysphagia during immediate postoperative evaluation that got worse over time requiring treatment with medication as well as speech and physical training. Dysphagia is a well-known complication of acdf procedures and considered a patient related factor. The root cause of dysphagia is unknown but likely the patient¿s response to surgical trauma (swelling) and or anatomical interference from implant selection or placement. No additional investigation can be completed. Manufacturing review: no material or lot code information was provided so a complete manufacturing review could not be completed. Labeling review: "potential adverse events and complications...potential risks identified with the use of this system, which may require additional surgery, include...neurological, vascular or visceral injury...metal sensitivity or allergic reaction to a foreign body...pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma..." "Warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...based upon the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc, which may impact the performance of the system..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com..." 9400042-en f-2023-05.

Event description:
The event was identified during a review of the pmcf anterior cervical plate study, the report identified that on (B)(6) 2024 a patient underwent a four level anterior cervical discectomy fusion (acdf) procedure at c3 through c7 with a four level anterior cervical plate. Notably the eat-10 score 1. 24 hr post op was 10 and discharge note states patient stayed a few additional nights for pain control and to monitor her dysphasia. On (B)(6) 2024 the patient had a modified barium swallow study and identified with moderate oropharyngeal dysphagia but was cleared to discharge on thick liquids and physical therapy. On (B)(6) 2025 office visit provided speech therapy has been successful in improving her swallowing but continues to have dysphasia.